Event description:
The patient was previously enrolled in a clinical study. The patient had three cypher stents implanted in different lesions/vessels. The patient was scheduled for a followup coronary angiogram when they complained of chest pain. This event occurred approximately four (4) months after the index procedure. The patient was re-admitted to the hospital and was diagnosed with a non-q-wave myocardial infarction (mi). The patient had a percutaneous cardiac intervention (pci) which demonstrated a late thrombosis of the previously placed cypher stent in the proximal right coronary artery (rca). The occlusion was treated with balloon angioplasty to the proximal end of the previously placed stent. The balloon used and inflation times/pressures were not recorded. The occlusion was reduced from a 90% stenosis to a 25% stenosis. The patient was found at this time to have also occluded/restenosed the other two cypher stents.